Event description:
It was reported that the tip of the cartridge cracked during the implantation of the iol into the patient's eye. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable as this is not an implantable device. Section d6b: explant date: not applicable as this is not an implantable device. Section e1: initial reporter first & last name: unknown/information not provided. Section e1: email address: unknown/information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes; section d9: date returned to manufacturer: may 20, 2024; section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that it was received with cartridge tip damage. Viscoelastic residue was observed through the cartridge. No further issues were identified. The complaint issue cartridge tip cracked/damaged was identified during product evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported the results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing and are only provided for informational purposes and therefore no further actions are required. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.